Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Reportedly, the customer input a bg value of 600 (mg/dl), onto the bolus delivery screen, and delivered a bolus of 12.5 units of insulin. The customer reported dreaming of having a high bg level, and bgs were actually not elevated; however, was unable to provide the bg level at the time of the bolus. To treat the low bg level, the customer consumed chocolate. Tandem technical support assisted the customer on the bolus features of the pump, and recommended setting up a feature lock when the customer goes to bed for the night. The customer was satisfied.